Event description:
The hcp reported that the pt was experiencing "withdrawal." "The pump read 6ccs of drug, but no drug was being delivered and none could be aspirated." The pump was explanted and replaced. The pump was returned to the MFR for analysis. The pt outcome is good. A follow-up report will be sent when additional info is received.